Event description:
The reporter indicated that a 13.2mm vicm513.2, -10.00 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault.this resolved the problem.

Manufacturer narrative:
Race- unk. Ethnicity - unk. Weight - unk. Claim# (B)(4).